Manufacturer narrative:
(B)(4). Additional therapy/non-surgical treatment and delay in treatment are addressed in the product risk assessment as potential procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Concomitant products: vision stent delivery system, unk graftmaster(x3, unk voyager, unk abbott bms. The unk graftmaster (x3), unk voyager, and the unk abbott (bms) are being reported under separate medwatch report numbers.

Event description:
It was reported that during pre-dilatation in the calcified circumflex artery an unk voyager balloon ruptured at 8 atmospheres and a perforation occurred. Ventricular tachycardia occurred and the patient was intubated. An unk graftmaster could not be advanced to treat the lesion. During graftmaster removal the guide catheter came out of the left main ostium. The graftmaster stent dislodged from the delivery system, floating on the guide wire. All devices including the guide wire were removed; however, the dislodged stent came off of the guide wire in the profunda. Stent still remains loose in the profunda. An unk abbott bare metal stent (bms) was implanted but was unsuccessful in sealing the perforation, delaying the procedure. A second unk graftmaster was implanted but was unsuccessful in sealing the perforation. A third unk graftmaster was implanted but was unsuccessful in sealing the perforation. An unk 3x5 voyager balloon was inflated but was unsuccessful in sealing the perforation, delaying the procedure. A 4.0 nc merlin was inflated to 20 atmospheres and successfully sealed the lesion. Pericardiocentesis was performed with 500 cc fluid retrieved. The patient's condition improved and he was discharged on (B)(6) 2010. The dislodged graftmaster stent remains floating in the lower extremity. Though requested no additional information was provided.